Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s current blood glucose level was unknown. The customer stated that the stopped working and turned off and totally stopped working .it was reported that the pump had turned off, changed the battery and the pump didn't turn back on. The customer was advised to revert to a back up plan per health care professional instructions until the replacement battery cap arrives. The customer was advised the customer to insert the new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).